Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 67-year-old male post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. The impella 5.5 could not pass the axillary artery due to the patient¿s vascular anatomy. An impella cp was placed instead. No patient harm reported.

Manufacturer narrative:
The investigation into delivery issues- anatomy has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the cause of the delivery issue was patient condition related due to vascular anatomy.